Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, recorded a code 1005 indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during shock delivery. In addition, inappropriate shocks were delivered due to atrial fibrillation (af). However, no therapy exhaustion was noted. It was noted that the initial polarity shock was in the 30-40 ohm range, but the reverse polarity shock impedance measurement was out of range. Technical services (ts) discussed this impedance measurement behavior was likely device related, rather than potential calcification on the lead coil. This ICD was explanted and replaced, and the lead remains in service. At the time of device replacement, the shock impedance measurements on the new device were 39 ohms via initial polarity and 38 ohms via reversed polarity. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted tool marks on the device header and case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, recorded a code 1005 indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during shock delivery. In addition, inappropriate shocks were delivered due to atrial fibrillation (af). However, no therapy exhaustion was noted. It was noted that that the initial polarity shock was in the 30-40 ohm range, but the reverse polarity shock impedance measurement was out of range. Technical services (ts) discussed this impedance measurement behavior was likely device related, rather than potential calcification on the lead coil. This ICD was explanted and replaced, and the lead remains in service. At the time of device replacement, the shock impedance measurements on the new device were 39 ohms via initial polarity and 38 ohms via reversed polarity. No additional adverse patient effects were reported.